Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Blood glucose was not impacted. Reportedly, the customer had manual injections available as alternate insulin therapy.